Event description:
Customer reported via phone call that their insulin pump was alarming. The blood glucose reading is 221 mg/dl.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.